Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery ostium. The patient presented with an st elevated myocardial infarction (stemi). A 4.5 x 12 mm nc trek balloon catheter was inflated; however, it failed to completely deflate. Multiple attempts were made to withdraw the nc trek balloon catheter from the guiding catheter, but the guiding catheter distorted the balloon catheters shaft; therefore, the balloon catheter and guiding catheter had to be removed as a single unit. The procedure was successfully completed with a drug eluting balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported failure to deflate and determined that this was due to a tear in the shaft, just distal of the midlap seal. Further assessment has determined that this issue is potentially related to the manufacture of the device. Root cause analysis is being conducted per internal operating procedures. Based on the investigation performed, it was concluded that this is an isolated incident. Av will continue to trend the performance of these devices.